Event description:
It was reported that a newly purchased disposable helium tank was not able to open. It was reported by user that it was hard or even could not be opened by using valve knob. Engineer also tested that it could not be opened by turning the tank valve. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) collected the helium tank back for evaluation and confirmed that the tank could not be opened even when the fse used a valve knob. To address the issue the end user replaced the disposable helium tank with another and was able to open the tank using the valve knob. Autofill was successful drawing helium from tank to allow pumping assist by iabp. No further investigation is needed.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a newly purchased disposable helium tank was not able to open. It was reported by user that it was hard or even could not be opened by using valve knob. Engineer also tested that it could not be opened by turning the tank valve. There was no patient involvement, thus no adverse event was reported.